Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with complete pump reset information and instructed the customer to reset the pump to resolve the issue.